Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. It was noted the products were implanted for approx seventeen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain. X-rays revealed possible poly wear of tibial component. During surgery, large osteolysis of tibia and femoral loosening were discovered. Poly wear was confirmed.